Event description:
Analysis of the serial cable was completed on (B)(6) 2013. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified.

Event description:
The serial cable was returned to device manufacturer on 04/22/2013. Analysis is pending; however, has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During training a company representative discovered that the nurse's handheld serial cable was not working. The company representative performed troubleshooting by attempting different programming handhelds and wands which narrowed the issue down to the handheld serial cable. A new cable was provided to the nurse. The serial cable is expected to be returned to manufacturer for analysis; however, has not been received to date.